Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began on the afternoon of eight days prior, after the subject meter was thrown into water. Despite not being able to test, the pt claimed she continued to take her usual dose of oral medications. Approx 48 hours after the issue started, the pt stated that she developed symptoms of shaking and sweating. Its unk if the pt associated the symptoms with a high or low glucose. The pt denied receiving medical treatment. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.